Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: (B)(4) customer tube samples were received for evaluation. A visual inspection of the customer samples identified gate flash on the bottom of the tube. Conclusion: gate flash can be caused by plastic build up in a valve stem preventing it from working properly.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure. Sst tube had rough bottom. Client felt pain when pushing the tube on. No injury or medical intervention.